Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery. An unspecified balance middleweight guide wire stretched and the tip separated, so a snare device was used to remove the separated portion. It was confirmed that no other portion of the device remains in the patient. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.